Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance and high pacing impedance on all leads. The high impedance measurements were taken the same day that this device was explanted due to normal battery depletion (nbd). Boston scientific technical services (ts) discussed that this may have been caused due to the leads being disconnected during the device change out procedure. This product was explanted. No adverse patient effects were reported.